Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation connected to a partial y-set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage testing, and clamp function testing were performed without issues noted. Simulated use testing revealed that the device was able to connect without issues noted. No nonconformances were noted related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported a connection issue while using a mini-cap extended use transfer set(during continuous ambulatory peritoneal dialysis). According to the report, the home patient tried to disconnect the transfer set from the solution bag but the connection was too tight to be disconnected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is anticipated. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.